Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comments that there were broken parts missing and that it was not pacing properly. Analysis did find that the lower case, battery drawer and one control knob were broken,the ring was bent, the battery contacts were compressed and that the keyboard and ring cover were contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had broken parts missing. Follow-up determined that the notes with the device stated "not pacing properly." The generator has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had broken parts missing. Follow-up determined that the notes with the device stated "not pacing properly." The generator has been returned for service. No patient complications have been reported as a result of this event.